Event description:
During the replacement of a ttp j-tube enteral feeding device that had been placed in a patient two and a half months previous, the doctor found that it had become detached from the device hub. The tube was found to be located inside the patient's abdomen, and the physician successfully removed it via the aid of a scope and forceps. A replacement j-tube enteral feeding device was placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.